Manufacturer narrative:
Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the customer was getting inaccurate calibration and blood pressure measurements since a new part was added by another company. No patient injury was reported.